Manufacturer narrative:
Concomitant medical products: product ID: 377775, lot# v012067, implanted:(B)(6) 2008, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 377775, lot# v007920, implanted: (B)(6) 2008, product type: lead. Product ID: 377775, lot# v012067, implanted: (B)(6) 2008, product type: lead. Product ID: 37743 ,serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that in (B)(6) 2015 the lead had been jerked out of place. A manufacturer's representative did a reprogramming and found some wires in their system that were not working, and therefore turned the left side lead off. A CT scan was performed and confirmed a misalignment of the lead. Stimulation in an undesired location was noted. On (B)(6) 2015 it was reported that the patient was now having tingling in front of their face, and muscle bulging on top of their shoulder. No troubleshooting, actions taken, or outcome was available regarding the tingling and muscle bulging. Additional follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be submitted.